Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy and presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was erroneously diagnosing supra-ventricular tachycardia as ventricular tachycardia. Programming changes were made successfully. The patient was in good condition.